Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation in addition found communication error due to cable or charge coupled device (ccd) failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): section where IFU applicable ¦notes on unexpected disappearance of endoscopic images or inability to unfreeze (warning) ·do not strike or drop the product. Water leakage may damage the product's internal electrical circuits. ·do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. ·when the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. ·do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. ·when wiping the outer surface of the camera cable, do not rub the camera cable hard. Doing so may cause the camera cable to break. ·the endoscope should be operated by holding the camera head, not the camera cable, during use. There is a risk that the camera cable may break. ·do not use a pair of cables to secure the camera cable. There is a possibility that the camera cable may break. ¦4.1 precautions for use (warning) ·if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. ·if the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. ·if for some reason the endoscopic image disappears or does not return from the frozen state during endoscopy, or if the focus or zoom cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the system still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the endoscope's eyepiece, slowly pull the endoscope away from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred at preparation for use for a therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.